Event description:
Previously it was reported as being the same as manufacturers report # 6000089-2002-00156 and 60001093-2002-00088. Should have been reported as same as manufacturers report #'s 6000089-2002-00156 and 6000128-2002-00002.

Event description:
It was reported that during a renal artery treatment procedure, a nir royal biliary stent which is premounted on a talon balloon was inserted through a cyber guide catheter over an xs trooper wire. The stent was deployed in the renal artery. However, when the doctor attempted to remove the balloon catheter from the stent he encountered removal difficulties. He was uncertain whether the balloon was stuck on the stent or whether it could not be retrieved through the guide catheter. The balloon catheter and the guide catheter had to be removed from the sheath together. The doctor needed to go back in and post dilate the stent to 8mm so he chose the ut-sds balloon catheter and went in through the cyber guide catheter over the trooper wire and again, on attempting removal, had the same difficulty. Again, the balloon catheter and the guide catheter had to be fully removed from the sheath together. Resistance was felt in both instances and it took more "tugging" than normal to remove the ballon. The stent was properly positioned and fully deployed. No patient problems occurred other than extended procedure time.